Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The customer returned one actual sample. During visual inspection, the male luer lock adapter was observed to be broken. The reported condition was confirmed. However, an assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. A request for the device has been made. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance regarding the 60" high flow rate extension set in which blood was backing up from the IV site on (B)(6) 2010. Inspection of line and tubing showed that the screw in portion of the IV tubing has cracked and a small portion has remained in the insertion port (flo-link). There was no patient injury or medical intervention reported. No additional information is available.